Event description:
The extension set was used to connect the IV tubing to the IV catheter placed in patient. The extension tubing disconnected from the IV catheter when the contrast bolus was pushed during the CT-scan. Contrast would then splash all over patient and CT machine. More contrast and more radiation would have to be given to patient to finish the study. This has happened multiple times to multiple patients.